Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting of the catheter, the adjustable valve was seated "awkward[ly]," and there was difficulty slitting the catheter through the hub location. No patient complications have been reported as a result of this event.